Event description:
It was reported that the customer's insulin pump was going threshold suspend, based on sensor readings that were discrepant from blood glucose. Customer's blood glucose was 144 mg/dl and there was a low sensor reading of 42 mg/dl. Customer stated he would turn off the sensor feature and begin again in the morning. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.